Event description:
The pt reportedly experienced intermittencies followed by loss of lock. Internal equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.